Event description:
It was reported that high out of range pace impedances, that were greater than 3000 ohms, was observed on this right ventricular (rv) lead. Noise oversensing with pacing inhibition was also observed in an episode. This led to this rv lead being abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.